Manufacturer narrative:
We were not able to determine a root cause that explains the alleged patient injury. An internal power circuit component wire was touching the metal side of another component. This did not cause the unit to fail any test specification. The module that monitors grounding pad attachment (for expected peeling) to the patient measured 141 ohms, lower than the specification range of 145 to 155 ohms. Having a lower than specified resistance would cause the pad attachment alarm to sound at a lower resistance providing a larger safety margin. The user did not report a problem with the alarm. The bipolar output connector located on the front panel had both plastic barrels missing. This is a cosmetic issue and would not cause or contribute to patient injury.

Event description:
Patient received a 3rd degree burn on the right thigh during shoulder arthroscopy of the right shoulder. The burn developed under the neutral electrode (grounding pad). The customer said all hair was removed and the skin was dry. Other devices used included an ablator. The electrosurgical generator setup used were cut ii, cut 160, coag 50, bipolar 50, pinpoint. No cannula was used.